Event description:
The customer reported that a diagnostic fluoroscopic image was unable to be viewed. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The workstation connections were evaluated and repaired. The system was tested and found to be working as intended and returned to service.